Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unknown quantity of false positive results with the determine hiv 1/2 ag/ab combo test performed on an unknown date with an unknown sample type. Although requested, no information regarding confirmatory testing and patient demographics, symptoms, impact, or outcome, were provided.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. On 29dec2025, the customer provided additional information related to the event. The customer has now reported three (3) false positive results with the determine hiv 1/2 ag/ab combo test performed on an unknown date with a fingerstick (whole blood) sample. This report is for patient one (1) of three (3). The customer reported a false positive result with the determine hiv 1/2 ag/ab combo test performed on an unknown date with a fingerstick (whole blood) sample. The patient took an insti-hiv test and it returned a negative result. Although requested, no information regarding patient demographics, symptoms, impact, or outcome, were provided. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unknown quantity of false positive results with the determine hiv 1/2 ag/ab combo test performed on an unknown date with an unknown sample type. Although requested, no information regarding confirmatory testing and patient demographics, symptoms, impact, or outcome, were provided.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. Correction: b5 narrative changed to as follows: the customer reported three (3) false positive results with the determine hiv 1/2 ag/ab combo test performed on an unknown date with a fingerstick (whole blood) sample. This report is for patient one (1) of three (3). "The customer reported a false positive result with the determine hiv 1/2 ag/ab combo test performed on an unknown date with a fingerstick (whole blood) sample. The patient took an insti-hiv test and it returned a negative result. Although requested, no information regarding patient demographics, symptoms, impact, or outcome, were provided." Device evaluation testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 891291 with internal positive quality control samples and negative quality control samples. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot: 891291, device part number 10732998 / lot: 886466. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 891291 showed that the complaint rate is 0.0153%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. However, it could possibly be related to the specific patient sample.

Event description:
The customer reported an unknown quantity of false positive results with the determine hiv 1/2 ag/ab combo test performed on an unknown date with an unknown sample type. Although requested, no information regarding confirmatory testing and patient demographics, symptoms, impact, or outcome, were provided.